Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that the patient was being monitored by "workmans comp" and he was able to hear their conversations. The patient stated that he was hearing complete conversations and he thought he was hearing them through the implantable neurostimulator (ins) system. Symptoms included hearing voices. The event was occurring daily and was not related to positional movement. No troubleshootings or interventions were attempted. The patient's doctor would not see him until he paid his bill in full. The patient wanted to find a doctor who could remove the ins. The patient was also concerned that he could not have an MRI with the implant implanted. The patient experienced a loss of therapeutic effect. The patient experienced a loss of stimulation. The patient stated that she stopped using the stimulation because it was not working. The patient stated since implant, he was heavily medicated on oxycodone and morphine sulfate and while on medication he felt the stimulation was working. The patient stopped taking the drugs and decided that stimulation was not helping so he turned stimulation off. The patient stated that he had used stimulation about 2 times in the past few years. The stimulation did not cover the patient's pain, he was in pain. The pain was allover. Later the patient stated that they wanted the device tested to prevent this from occurring to someone else. The patient stated that he was under constant surveillance because of the device by the party they were involved in a lawsuit with.

Manufacturer narrative:
The implantable neurostimulator (ins) was determined to be at end of service (eos) due to three overdischarges and assigned analysis finding code (afc) 10500. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2011 and the battery was charged to 3.950 volts. The battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis

Event description:
Additional information received from the patient via the manufacturer representative reported that the device had initially worked well for the first two years. They ended up turning the device off. They only heard voices when the device was off but they never turned it back on. The system was explanted per the patient's request.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.